Manufacturer narrative:
Investigation completed on a smiths medial ambulatory infusion pumps/cadd solis vip pumps - 2120 pump the complaint of error code "46510; 537414364; 537413636; 3328;0" was unable to be duplicated in testing, however the issue was located in the event history log. Action was taken to reinstall software as preventative. Over all condition of device was good.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 device displayed red screen and alarmed. Display showed error "46510; 537414364; 537413636; 3328;0". No patient adverse events reported.